Event description:
It was reported that during implantation of a 4.0 headless screw, the driver head broke off in the screw but it was retrieved. The second driver head also broke off in the same screw and only partially retrieved. The surgeon filed-off some of the protrusion but partial screw is sitting proud. Another screw was successfully used in another location to complete the case. The reporter stated that the driver was checked after the insertion and also appeared to be at the breaking point. The site had been pre-drilled with a 4.0 screw drill and 2.7 cannulated drill. The case was a navicular fracture. No further issues have been reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This type of event is typically caused by prying/leveraging the driver while the implant is still loaded, the use of excessive force and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.